Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer alleged that the pump bolus calculation was inaccurate. Customer recognized that bolus dosage was too high and corrected accordingly before delivering the bolus. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, pump data was reviewed and showed that the user had set a carb ratio of 1:1.6 grams. Pump setting for carb ratio for customer's previous pump was 1:7 grams. Recommendation was made for customer to consult with health care provider regarding customer's current setting. Customer acknowledged and stated that health care provider would be contacted to review/adjust settings.